Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed an elective replacement message indicating the device is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated: a4 patient weight.

Event description:
Additional information received indicates ipg reached end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein ipg was explanted and replaced to address the issue.